Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify unexpected battery power loss alarm due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer stated they see fluid under the liquid crystal display. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.